Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited error e315 and e216 during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure image e315 (incompatible scope) error was confirmed, and the e216 scope communication error was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the e216 scope communication error was not established, and for the image e315 (incompatible scope) error, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.